Manufacturer narrative:
Concomitant medical products: 693565 lead, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they are experiencing shortness of breath when they are active and noted their new cardiac resynchronization therapy defibrillator (crt-d) "does not work as well" as their previous device. The patient additionally noted that they heard an alert. Follow up was conducted but no further information is available related to this event. The device remains in use. No further patient complications have been reported as a result of this event.